Event description:
It was reported by the prestataire that the patient experienced an allergic skin reaction with every pod used. The patient reportedly experienced redness and a burning sensation at the pod application site, which became more pronounced with exposure to heat. The patient was using flixonase as a preventive measure for the allergic reaction. A dermatologist was consulted and recommended either discontinuation of pump therapy or consultation with an allergist for possible desensitization treatment. No additional treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.